Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited low r-waves and increased thresholds in the right ventricle (rv). It was later reported that shock impedance had risen from 40-50 ohms range to greater than 125 ohms. Technical services discussed that they could not rule out a loose connection vs a lead fracture. The patient also had twiddled the system and the device was turned sideways in the pocket. There was a possible infection in the pocket as well. Further evaluation will be performed after antibiotics are given. The system will be extracted if an infection is confirmed, otherwise the pocket will be revised. No adverse patient effects have been reported.